Manufacturer narrative:
Investigation summary: with all the information available, boston scientific confirmed, the reported event of pump mechanical issue. As analysis identified a pump activation issue. Product analysis concluded, these activation issues could affect the functionality of the pump. The reservoir was not returned, product analysis was unable to confirm, the reported event of reservoir malposition. Device history record (DHR): the device history record (DHR) review confirmed, that the device met all material, assembly and performance specifications. Device technical analysis: the reservoir was not returned for analysis. The ipp momentary squeeze (ms) pump was visually inspected and leak tested, no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore, required more than 8lbs. Of force to activate. Product analysis concluded, these activation issues could affect the functionality of the pump. Labeling review: a review of the device instructions for use (IFU) was completed. And did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on this investigation, a conclusion code of cause traced to component failure was assigned to this investigation, because the reported events could be traced to a component failure.

Event description:
It was reported, that the patient needs a revision of his inflatable penile prosthesis (ipp). To reposition the reservoir and replace a malfunctioning pump. The revision surgery was performed to remove and replace the pump and the reservoir.

Event description:
It was reported that the patient needs a revision of his inflatable penile prosthesis (ipp) to reposition the reservoir and replace a malfunctioning pump. The date for revision is (B)(6) 2021.